Manufacturer narrative:
According to the customer, while sitting on a shower chair, the front left leg bent inward, which caused her to fall. The customer reported that she had a knee replacement a few days prior to the incident. During the fall, the customer stated that she did not hit her head; however, her ankle went underneath the chair and she struck her arm. The customer reported that the following day her arm, ankle, and lower back were sore. The customer stated that she did not seek medical attention at the time of the incident but planned to have these areas evaluated during a previously scheduled postoperative follow-up appointment the next day. No additional information is available at this time. A sample has been requested for evaluation. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. It has been determined that the reported event could cause or contribute to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, while sitting on a shower chair, the front left leg bent inward, which caused her to fall. The customer reported that she had a knee replacement a few days prior to the incident. During the fall, the customer stated that she did not hit her head; however, her ankle went underneath the chair and she struck her arm. The customer reported that the following day her arm, ankle, and lower back were sore. The customer stated that she did not seek medical attention at the time of the incident but planned to have these areas evaluated during a previously scheduled postoperative follow-up appointment the next day.